Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, interrogation of the device noted ventricular oversensing of noise. It was also noted that there were episodes of inappropriate auto-mode switch. No programming changes will be made at the physician's request. The patient is in stable condition.